Event description:
(B)(4). This spontaneous case, reported by a nurse and a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age and origin. No medical history was provided. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog) cartridge via reusable memoir burgundy pen, sliding scale, for the treatment of diabetes, beginning in approximately 2009. On (B)(6) 2011, the patient was hospitalized with an admitting diagnosis of high and low blood sugars and high blood pressure (onset date not provided). Blood sugar values and blood pressure was not provided. The patient usually stored his pen at room temperature, but also kept it in the refrigerator which reportedly caused it to reset. His current pen was displaying a solid battery symbol on the screen after only one and a half years of use (product complaint (B)(4)/lot number unknown). No additional information was provided. It was unknown if the patient recovered from the events. The insulin lispro was continued. The patient operated the pen, and his training status was not provided. The duration of use of the suspect pen was approximately a year and a half. The pen was available for possible return. The reporting nurse did not provide an opinion of relatedness. Update (B)(4) 2011: upon review of this case on (B)(4) 2011, the case was opened to complete the medwatch and (B)(4).

Event description:
(B)(4). This spontaneous case, reported by a nurse and a consumer, who contacted the company to report a product complaint, concerns a male patient of unknown age and origin. No medical history was provided. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog) cartridge via reusable memoir burgundy sample pen, sliding scale, for the treatment of diabetes, beginning in approximately 2009. On (B)(6) 2011 the patient was hospitalized with an admitting diagnosis of high and low blood sugars and high blood pressure (onset date not provided). Blood sugar values and blood pressure was not provided. The patient usually stored his pen at room temperature, but also kept it in the refrigerator which reportedly caused it to reset. His current pen was displaying a solid battery symbol on the screen after only one and a half years of use (product complaint (B)(4)/lot number 0805c01). No additional information was provided. It was unknown if the patient recovered from the events. The insulin lispro was continued. The patient operated the pen, and his training status was not provided. The duration of use of the suspect pen was approximately a year and a half. The pen was returned on (B)(6) 2011. The reporting nurse did not provide an opinion of relatedness. Update (B)(6) 2011: upon review of this case on (B)(6) 2011, the case was opened to complete the medwatch and EU/ca fields. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the returned dated for the pen; updated the device from memoir burgundy pen to memoir burgundy sample pen; updated the lot number from unknown to 0805c01; and updated the narrative. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database added the device specific safety summary and the manufactured date of the device; updated the malfunction fields to yes/not cirm; updated the medwatch and EU/ca fields; and updated the narrative. Update (B)(6) 2011: additional information received on (B)(6) 2011 from the global product complaint database updated the device specific safety summary, medwatch fields, and the improper use and storage field to yes.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the patient reported that his humapen memoir device had a solid battery symbol on the screen after only one and a half years of use. The actual complaint device (batch 0805c01, manufactured may 2008) was returned for investigation. The device had 20 low battery warning errors. The investigation determined that the device had initiated the end of life shutdown process prematurely as a result of a weak battery. Malfunction confirmed. The device met dose accuracy and glide force acceptance criteria when setting the dose by counting clicks, as the display was not functional. Corrective action - beginning with lot 1006c01 (manufactured june 2010), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage - there is evidence of improper storage. The patient indicated he had stored the device in the refrigerator. The user manual instructs that the device not be stored in the refrigerator as condensation may form inside the pen, which can damage the electronics.